Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was monitored and all operating currents tested within spec range. No blank display, constant tone alarm or unexpected vibrating noted. There was moisture damage was noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 117 mg/dl. The customer stated the insulin pump was exposed to perspiration. The insulin pump began vibrating without alarm. The insulin pump went blank immediately after moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.